Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7; -2.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Intraoperatively it was removed due to excessive vaulting. On the same date a replacement lens of shorter lengths was implanted. Postop results noted "minor volcano effect but chamber is deep". Cause of the event was reported as "other" and noted "too long for eye".

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7; -2.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Intraoperatively it was removed due to excessive vaulting. On the same date a replacement lens of shorter lengths was implanted. Postop results noted "minor volcano effect but chamber is deep". Cause of the event was reported as "other" and noted "too long for eye".